Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was above 521 mg/dl. Customer reported that the insulin pump received insulin flow blocked alarm, customer was walking when the alarm occurred. Customer reported that insulin exits the tubing. Customer was advised that the cause of the alarm was the infusion set and reservoir connection issue advised that we will send a replacement infusion set and reservoir. The insulin pump will not be returned for analysis.